Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving clonidine (56.2 mcg/ml at 30.012 mcg/day) and baclofen (250.0 mcg/ml at 133.51 mcg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall had occurred. Troubleshooting included checking the logs on (B)(6) 2017, revealing a motor stall on (B)(6) 2017 at 08:42. No recovery was indicated. There were no external factors that may have led or contributed to the issue. As indicated by the representative, the pump could only resolve the stall by itself; there was no possibility to solve the problem. An explant was planned for (B)(6) 2017. The issue was not resolved. The patient status was alive ¿ no injury. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It was reported the patient suffered from increased pain due to loss of therapy. The patient received oral medication to compensate. After the pump replacement, the patient had good therapy effect. The pump was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.